Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is non-verifiable. No product was returned; therefore, no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. The dhrs for the screws in this case were not reviewed due to the lot numbers being unknown. There are no indications of manufacturing defects. The most likely underlying cause of the complaint could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The device will not be returned because it remains implanted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00431, 0001032347-2019-00432, 0001032347-2019-00433, 0001032347-2019-00434, 0001032347-2019-00435, 0001032347-2019-00436, 0001032347-2019-00437. Concomitant medical products: tmj system left fossa component medium, part# 24-6561, lot# 602060a; tmj system right fossa component medium, part# 24-6560, lot# 739890a; tmj system left standard mandibular component, part# 24-6546, lot# 582360c; tmj system right standard mandibular component, part# 24-6545, lot# 759040a; tmj system cross drive fossa screw, part# 99-6577, lot# unk; "2.4mm" system high torque (ht) cross-drive screw, part# 91-2708, lot# unk; "2.44mm" system high torque (ht) cross-drive screw, part# 91-2710, lot# unk initial reporter ¿ patient.

Event description:
It was reported that the patient experienced facial swelling and blurry vision following the implantation of temporomandibular joints. The patient was prescribed celebrex and meloxicam to treat the facial swelling. No additional patient consequences were reported.